Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, two mitraclips ntw were successfully implanted. A mitraclip nt was then advanced within the patient. During adjustments to the clip arm positioner the physician made an abrupt movement which caused the clip to catch on the posterior wall of the left atrium (la). Troubleshooting was performed and the clip was removed from the wall. While crossing the clip into the left ventricle it was identified that there as a small tear in the leaflet. The mitraclip nt was removed from the patient and the procedure was discontinued. The final mr was grade 4+. There were no clinically significant delays reported.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to remove from anatomy was due to procedural circumstances. The reported tissue injury was a cascading effect of the reported difficult to remove from anatomy. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.